Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed a step during testing. The device was recalibrated to address the issue.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.